Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test result from the icon 25 hcg test kit. A urine sample gave a negative (-) result when it was tested with the icon 25 hcg test kit. Urine hcg was repeated on several different urine samples over several days and all results were negative (-). A serum sample from this patient run on icon 25 was positive (+). A quantitative test was performed on a serum sample and a result of 90,000miu/ml was obtained. No injury has been reported in connection with this event.

Manufacturer narrative:
Retain devices performed as expected when tested by bci using controls and low (34 miu) and high (90,000 miu) quantitative positive clinical urine samples. Product and sample was not submitted to bci for verification. A clear root cause for this event has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).